Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was experiencing an image orientation problem. The caller merged the call with the operating room for a three-way conversation. The operating room staff had just swapped scopes, and the issue was resolved, with the scope functioning properly. The customer proceeded with the case. No related errors were found in the logs. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the camera was swapped during the procedure without any impact to the patient. Staff was provided with verbal suggestion to test endoscope at conclusion of procedure. Clinical sales rep (csr) was unable to confirm if the endoscope was tested but there have not been any incidents since.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer used a backup endoscope to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The customer used a backup endoscope to resolve the issue. The phone support details did not reveal any issues related to the customer reported event. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.